Event description:
It is alleged that a caregiver entered the patient room to find the resident entrapped in the siderail of the bed. It was further alleged the patient's airway had been obstructed when she was found and that medical intervention was required as a result.

Manufacturer narrative:
Investigation into this reported event found that the reported medical intervention included being checked by a doctor, but there was no injury to the patient outside of discomfort and an imprint on the patient's neck due to the siderail.

Event description:
It is alleged that a caregiver entered the patient room to find the resident entrapped in the siderail of the bed. It was further alleged the patient's airway had been obstructed when she was found and that medical intervention was required as a result.